Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 479 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting was performed on customer's insulin pump per patient's request. Customer advised they programmed their replacement insulin pump and noticed that the insulin status did not change. Customer advised the insulin pump recorded bolus deliveries properly and their basal rates were correct. Customer changed out their set and inserted the device into their body.